Manufacturer narrative:
Philips has investigated the reported problem. According to the information collected, on the 16th of october 2023 during an neuro embolic procedure, the screen of the biplane azurion device went blank and displayed 'loading'. The user attempted to continue screening with another footswitch, which was ineffective. The user then conducted a system restart which resolved the issue and the procedure was continued. Analysis of the device log files identified that the system lost connection with the x-ray-pc at 16:26:58. The system was restarted and was operational at 16:33. The cause of the connection loss was not identified in the system log files. A philips field service engineer (fse) inspected the device at the customer site and reloaded the software to the suite pc. This returned the device to its intended function and the device was returned to clinical use. The codes have been updated as per the investigation outcome.

Event description:
It has been reported to philips that system stopped screening and went into a software reboot mode. There was no reported patient or user harm. Philips has started an investigation of this complaint.